Event description:
The customer reported that on (B)(6) 2014 at 1:53 am she activated a new pod and her blood glucose history is as follows. Upon further inspection, she noticed the cannula looks bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.